Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022at 6:30 pm. At around 9:45 pm he ate a normal meal without a lot of carbohydrates and injected his meal-related insulin. Afterward the cgm was showing decreasing levels (no specific values provided). At midnight the cgm values showed a sudden and significant increase (no specific values provided). The patient waited for confirmation of the reading and self-treated with 1 unit of insulin. Around 2:00 am to 2:30 am he experienced a 'severe hypoglycemia.' The cgm reading was 175 mg/dl but he experienced very intense sweating with decreased lucidity and cognitive abilities. The patient´s wife 'resugared' him and kept him awake and she called the emergency services. Before the paramedics arrived, and about 45 minutes after the treatment by the wife, they checked a bg which was 69 mg/dl, confirming the hypoglycemia. When the paramedics arrived about two hours after the event, they checked the patient´s heart and blood pressure and determined there were no signs of stroke. A bg reading was checked which was 197 mg/dl. The paramedics did not provide any additional care. The patient¿s bg continued to rise during the night until it was over 400 mg/dl, and he regulated it in the morning after sleeping a little and regaining his senses. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.